Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The calibration data provided is lower than expected. The qc data provided was unstable during (B)(6) 2025. The investigation found that there were sample quality related alarms, mostly abnormal sample aspiration, and sample short alarms. This is consistent with a recurring preanalytical issue. The customer and service maintenance is not complete according to specifications, as an assay performance check has not been performed in 6 months. The investigation determined that the root cause is consistent with a local reagent-related issue, as the calibration and qc were not performing optimally, as well as a pre-analytical issue. Correct pre-analytic sample handling is within the customer's responsibility.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result from the cobas e 602 module for one patient. The initial result was less than 3 ng/ml, accompanied by a data flag, and the repeat result was 23.23 ng/ml.